Manufacturer narrative:
E.1 initial reporter facility name - (B)(6) hospital d4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station transactions were not connecting to server or electronic privacy information center (epic). A technical support specialist dialed into station and reviewed the database synchronization debug logs, identifying a manual recovery error, relogged in as carefusion admin and accessed sql server management studio (ssms), connected to the application server and reviewed synchronization information in the patient encounter system (pes) web portal, where the last download was current, but the last upload was dated 11/20/2025, followed knowledge article (ka) - "manual recovery required - datasyncinvaliduploadchangetrackingvalue" and verified no retry errors; relevant files were saved on the station, rebooted the station and revalidated that both upload and download statuses were current, database synchronization debug logs showed no further discrepancies, and the customer confirmed normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server transactions were not connecting to server or electronic privacy information center (epic). There were no delay, no adverse events or injuries reported based on this event.